Event description:
Minerva es sterile disposable hand piece was opened, plugged in generator and inserted into patient by dr. Generator displayed error code 006. Device was removed from patient, unplugged from generator, and generator turned off. Generator turned back on, device plugged back in and reinserted into patient by dr. Generator displayed error code 002. Device was removed from patient, unplugged from generator, and generator was turned off. A new disposable handpiece was retrieved from supplies and used without error. Defective device placed in original box and placed in manager office.